Event description:
Revision of equinoxe shoulder components due to pain. This event was reported through clinical data collection. The surgeon did not consider the event was device related.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval. Additionally, the device specific identification info was not provided, precluding a review of the device history record.